Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the unit was not getting a clean cut during surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There is no UDI number available for this device. On (B)(6) 2016, it was reported that the unit was not getting a clean cut. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device was coming in due to initiative and the roller, bushing, side plates and ratchet were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for evaluation. The reported event ¿the unit was not getting a clean cut¿ was non-verifiable since the device was not returned to zimmer biomet for evaluation and repair. The reported event was non-verifiable since the device was not returned for evaluation or repair; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.